Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: 3009121749. The caravel microcatheter with its separated tip was returned for evaluation. The tip was torn obliquely. The catheter shaft was roughened and tip surface had arrow-shaped scratch likely by contacting calcium of the lesion. Circumferential cracks made by stretching of tip polymer were observed nearby the torn end. The distal end of the underlying braid tube was exposed at the torn end. There was a deep dent in the middle of the separated tip. Circumferential cracks were observed around the dent. The distal end of the separated tip was chipped. Stretching of the tip polymer was observed at the torn end. Above findings suggested that separation occurred at the joint of polymer-only-segment and braid-and-polymer segment originally located at 2 mm from the distal end of the tip while the separated tip was stretched into 3.5 mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation. The tensile stress would exceed the product design limit when the microcatheter was pulled with the tip being caught by the calcified lesion. It was concluded that this event was not attributed to product deficiency. Although there were reportedly no adverse patient effects, damage observed on the returned tip was too severe to completely rule out a potentiality that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a pci to treat a moderately calcified 90-99% occlusion in the lad #6. Wire crossing was done with the microcatheter. Upon removal, the tip of the microcatheter was found remained on the guide wire. The guide wire was removed to retrieve the separated tip. Stent deployment was successfully achieved with reestablished blood flow. There were no adverse patient effects associated with this event. The patient was fine without problem after the pci.